Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 4:reference MFR. Report#1627487-2018-10570, reference MFR. Report#1627487-2018-09952, reference MFR. Report#1627487-2018-10032. It was reported that the patient experienced falls and thereafter had ineffective therapy. The scs system was interrogated but unable to connect to the ipg. Fluoroscopic imaging revealed leads pulled from the header of the ipg. As a result, surgical intervention is pending to address the issue

Event description:
Device 4 of 4: reference MFR report#1627487-2018-10032;reference MFR report#1627487-2018-10570;reference MFR report#1627487-2018-09952.additional information received identified that the ipg was depleted. Surgical intervention was undertaken wherein the ipg was explanted and replaced (B)(6) 2018. Reportedly, therapy was restored post-operatively.

Event description:
Device 4 of 4: reference MFR. Report: 1627487-2018-10032, reference MFR. Report: 1627487-2018-10570, reference MFR. Report: 1627487-2018-09952. Follow-up indicated the model 3186 lead was the one that was pulled out from the header.